Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 475 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive up buttons due to corroded keypad traces. The insulin pump was unable to perform any test due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.